Event description:
It was reported that during a pulse generator changeout procedure, a polarity mode switch was noted on the right ventricular lead. Since the physician found that the lead positioned in the tricuspid valve was unsatisfactory, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.